Manufacturer narrative:
D4: unique identifier (UDI) #: manufacturing date UDI is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. This occurred during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d11, h4, h6 and h11. H11: two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Both devices underwent functional testing by filling the bags with 500ml of tap water and immediately leaks were identified from the administration spike port bonding area. The reported condition was verified. The reported condition was not verified; however, it was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.